Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital her blood glucose dropped to 40 mg/dl and was treated in the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose dive support disk. However, the insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.